Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low drive screw worn. The technician replaced the drive screw assembly to repair the bed.